Event description:
The manufacturer received information alleging that the patient was passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 05/27/2025: the device was returned to the manufacturer's product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a known good power supply and power cord. The device was both disassembled and reassembled. The manufacturer observed the following from an external and internal inspection that is adhesive residue on the bottom enclosure. The investigation was not able to confirm the complaint or address the symptoms specified. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.